Event description:
The physician was using an integrity rapid exchange (rx) coronary stent for treatment of a lesion in the distal lad. The physician ballooned the lesion but was unable to visualize the stent. The physician is unsure whether the stent dislodged in the patient or during preparation. There was no resistance noted. The vessel was non-tortuous with little calcification. There was no patient injury and clinical sequelae were reported. Evaluation summary: crimp impressions were evident along the body of the balloon. The balloon had been inflated.

Manufacturer narrative:
(B)(4): evaluation results (root cause undetermined - limited information available).